Event description:
It was reported that during a device interrogation a warning appeared stating "to do a save to disk (std) and contact the representative". Additional information noted that the device had a bit flip and a power on reset (por). A manual guided reset (mgr) will be performed to reprogram the device, however, this has not yet occurred. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a manual guided reset (mgr) has taken place and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
(B)(4).